Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation could not properly assess for the reported condition of not recognizing upstream occlusion due to an unrelated issue.  The device will be required to pass all calibration and testing prior to being returned to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not recognize an upstream occlusion. There was no patient involvement. No additional information is available.